Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system would not transfer image or boot up. No patient injury was reported.